Manufacturer narrative:
The customer stated the wash tower was not installed properly after maintenance was performed; hence the spill on the reaction wheel was noticed. The customer reseated the tower and performed a cuvette wash. A bci field service engineer (fse) removed the wheel and verified the cleaning. Fse replaced three cuvettes and performed cuvette vertical and center alignment. No further issues were reported

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on the reaction wheel. No injury was reported.